Event description:
Prior to implant, it was reported that the device could not be interrogated. The device was not used. There were no patient consequences as there was no patient involved.

Manufacturer narrative:
Additional information: the field complaint of inability to interrogate was confirmed. Device could not establish bluetooth communication due to premature battery depletion. X-ray showed foreign material shorting the positive battery terminal to ground. The foreign material found was consistent with a shaving from the spring insert, which was likely formed when the pin was pushed into the battery connector housing. As a result of this finding, abbott is performing further investigation.